Manufacturer narrative:
No device/components were received by the manufacturer on the date of filing. Effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the door showed open intermittently even when it was physically closed, and the tube and detector would not rotate due to this. There was no patient present.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that mechanical adjustments on the gantry door and door switches to restore functionality. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.